Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a trellis device. The customer reports the proximal balloon ruptured. The device was removed from the pt and in order to provide with treatment a second trellis device was utilized. No negative consequence or impact to the pt was reported.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded. Submit date: (B)(4) 2012.